Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical device: 6931 lead implanted: (B)(6) 2007.

Event description:
It was reported that the pace/sense right ventricular lead had low impedance and the r-wave sensing had decreased. It was later reported that the patient had endocarditis and the full system was explanted. No further patient complications have been reported as a result of this event.